Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guidewire breakage occurred. The lesion was located in a right coronary artery (rca) graft. The guidewire was inserted into the rca graft and then removed in order the reshape the wire. While preparing to introduce the guidewire into the tuohy for the second time, it was noted that "about one fourth of the way down the proximal portion of the wire had broken." The procedure was completed with another of the same device. No patient injuries or complications were reported.